Manufacturer narrative:
The insulin pump had no button error alarm. The device alarmed motor error during the rewind process due to motor encoder signal out of phase. The displacement, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to motor error alarm. There was no damage on the keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm, motor error alarm and high blood glucose levels. Customer's blood glucose level was over 479 mg/dl. Customer treated their high blood glucose levels with manual injection. Customer experienced excessive thirst and sounded disoriented on the telephone. Customer's blood glucose level was high as a result of a medication they were taking. Customer had an MRI performed on them while wearing the insulin pump. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.